Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient hospitalized through emergency dispatch due to low blood glucose level and was treated by drinking orange juice event on (B)(6) 2026. The patient remained in hospital for less than twenty four hours.